Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and passed an energy delivery test. The grips opened and closed properly after energy had been delivered. The instrument was found to have charring and localized melting at the grip base between the grips. This failure was most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. The complaint is a reportable event due to the following conclusion: the bipolar instrument arced, smoked, or had conductor wire damage with no evidence or claim of user mishandling or misuse.

Event description:
It was reported that the maryland bipolar forceps instrument failed following an electric arc. There was no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information about the complaint: the maryland bipolar forceps instrument and cannula were inspected prior to use. A pulmonary segmentectomy was being performed when arcing was observed. Bipolar energy was activated with the erbe generator¿s section mode. Other instruments in use during the occurrence were cadiere forceps, tip-up stapler 30 and 45. There were no instrument collisions noted. The procedure was completed with a backup instrument and no significant delay.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h6 and h10. 61 - intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported issue. The maryland bipolar forceps instrument was placed and driven on an in-house system. The maryland bipolar forceps instrument passed the recognition and engagement tests. The maryland bipolar forceps instrument moved intuitively with full range of motion in all directions and passed an energy delivery test. The grips opened and closed properly after energy had been delivered. The maryland bipolar forceps instrument was found to have charring and localized melting at the grip base between the grips. This failure was most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. This failure was most commonly caused by mishandling/misuse. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.

Event description:
Refer to h10/h11 for follow-up information.